Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high and low blood glucose levels of 579 mg/dl and 37 mg/dl. The customer mention experiencing high and low blood glucose levels on the 530g pump. The customer's current blood glucose levels are 265 mg/dl. The customer states low blood glucose levels occurred on (B)(6) 2017 and treated with glucose intake. The customer states high blood glucose levels occurred on (B)(6) 2017 and treated with manual injection. The customer states contacting their hcp and has received a 630g pump. The customer declined to trouble shoot for high and low blood glucose levels. The pump will not be returning.